Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was louder during rewind. The reservoir was loose. The buttons were harder to press. The metal piece was missing from the battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.